Event description:
New information received indicated the atrial lead noise triggered inappropriate mode switch episodes. No intervention was completed. The patient was stable.

Manufacturer narrative:
The reported events of noise and mode switch were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion consistent with friction to the device can and the reported events.

Event description:
New information received indicated the right atrial lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the atrial lead had noise. There was no intervention. The patent was stable and will continue to be monitored.